Event description:
During an emergency call (cardiopulmonary arrest) pt was successfully defibrillated twice. On the third defibrillation attempt monitor charged. When shock button was pushed no shock was delivered to the pt. Monitor indicated to connect to electrodes. Electrodes were still connected properly to pt. Removed monitor and used a back up defibrillator. Pt was resuscitated and turned over to hospital staff.